Manufacturer narrative:
The pipeline flex device has not bee returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-375-14. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment for three unruptured, saccular aneurysms in the left internal carotid artery (ica). The aneurysms were located in the anterior choroidal, ophthalmic, and cavernous segments of the ica. The ica was noted to be very tortuous. The devices were prepared as indicated in the IFU. During the procedure, the pipeline flex with shield was deployed from the microcatheter. It was reported that the distal third of the braid opened. The device was pulled back to a drop position approximately 5mm from the m1 region, but would not open any further. At this point, the device was positioned on a bend of the ica. The device was resheathed twice in order to move the device more distally into the middle cerebral artery (mca) branch, which was straight. In addition, the guide catheter was advanced to provide more support. The pipeline flex could not be opened and was removed from the patient. Afterward, a device from another manufacturer was attempted to be placed and behaved in the same manner. There were no devices placed. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation. As received, the pipeline flex was inside the microcatheter. The device was pushed out from the catheter without issue. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal and proximal ends of the pipeline flex with shield were found fully open with no damage. No defects were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the report pipeline flex with shield failure to open at the proximal end could not be confirmed. The returned pipeline flex with shield appeared to be fully opened with no damage. It¿s possible that the "severe vessel tortuosity" may have contributed to the ¿failure to open¿ issue. It is not recommended to initiate deployment of the device on a vessel curve. Per our instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a pot ential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.